Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that prior to the patient¿s implant surgery on (B)(6) 2021, the patient was noted to be in sinus tachycardia as well as atrial tachycardia. The patient was given adenosine, following which, there was an abrupt termination of the tachycardia and then a gradual rise in the patient¿s heartrate back to the 150s within seconds. The patient continued to have tachycardia, with possible supraventricular tachycardia (svt) and electrophysiology (ep) was consulted. Ep recommended an ep study to determine the cause of the svt. While in the operating room (or) the patient also experienced acute blood loss, which caused post-operative anemia. The patient¿s labs, including hemoglobin and hematocrit levels, were closely watched and monitored. The patient did not receive a transfusion at the time and no interventions were performed. On (B)(6) 2021, the patient was noted to have post-op pain which required management with nerve blocks including oxycodone, tylenol, gabapentin, and dilaudid. The patient received a total of three nerve blocks between (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021, the patient went in for the ep study and a successful radiofrequency ablation (rfa) for right atrial appendage (raa) atrial tachycardia was performed without any immediate complications. Following the procedure, the patient¿s heart rate was in the 120s and lopressor was increased. The patient¿s atrial tachycardia reportedly resolved with the procedure; however, the sinus tachycardia remained ongoing. The account reported that the patient¿s arrhythmia did not result in clinical compromise. On (B)(6) 2021, a ramp echocardiogram (echo) was performed during which time, large bilateral pleural effusions were noted. A chest x-ray later performed confirmed moderate left pleural effusions. A bedside thoracentesis was completed on (B)(6) 2021 and the follow up chest x-ray revealed no pneumothorax. Although the patient¿s anemia, pain, and sinus tachycardia remained ongoing, the patient was reportedly in stable condition and no sequelae was observed. The patient was discharged home on (B)(6) 2021 and would continue to be monitored as an outpatient.